Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch:17222861.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances on the leads. The patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.